Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (440 mg/dl). Reportedly, the customer is working with their health care professional on adjusting the pump settings. Customer stated they will delivered a bolus to address elevated bg levels.